Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The d8 and e1 telephone number" fields were corrected based on information available at the initial report submission. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the fracture of the distal end was due to wear in the form of material fatigue. A definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The referenced device has been disposed of by the user facility and the lot number is unknown. As part of the investigation, olympus followed up with the customer to obtain additional information regarding the reported event, but no further information was provided. The investigation is still ongoing; therefore, the root cause cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus (oj) was informed by the biomedical engineer at the user facility, during a laparoscopic hysterectomy when the tissue was grasped with the customer hicura, johann bipolar jaws insert, the tip broke and fell off. After removing the fallen part outside the body, the forceps was replaced with a replacement forceps from another company. The procedure was completed. No death, injury or impact was reported to olympus.